Event description:
It was reported that the patient's neurostimulator noted power-on-reset (por). No pt symptoms, treatment, or outcome was reported. Additional info has been requested from the health care provider, but was not available as of the date of this report.